Event description:
The device was used during a breast biopsy. Reportedly, a component disengaged and the device did not cut. The surgeon was able to complete the procedure without any patient injury.